Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn0314 showed one other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported by medwatch there was unusual resistance when inserting the PICC. Removed the inserter and found that inner white component was frayed and bunched up.